Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 519 mg/dl and has treated with a manual injection. Customer reported symptoms of nausea, confusion and heart palpitation. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. No further information reported.